Event description:
The user reported that there was a crack in the battery compartment and that the battery cap and battery fell out. The user mentioned that she subsequently experienced elevated blood glucose levels that were treated with insulin injections.

Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned, an investigation will be conducted, and a supplemental will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):visual inspection revealed a battery compartment crack and stripped battery cap and battery compartment threads. There was corrosion inside the battery compartment. The battery cap was unable to maintain an electrical connection. A test battery cap was also unable to maintain an electrical connection. Additional testing could not be completed due to inability to properly secure a battery cap to the pump.